Event description:
A blood pump malfunction. Although "required intervention." Was checked, no details regarding the medical intervention was provided. During treatment machine alarmed malfunction blood pump.